Event description:
It was reported that the image on the 9900 system looked subtracted when the subtraction was not selected. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The video controller pcb, interconnect cable, ccd camera, and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.